Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as attender change. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every fifth day, intraperitoneal, ongoing) and ceftazidime injection (250mg, per bag, intraperitoneal, ongoing) for peritonitis. The patient was discharged 17 days after hospital admission. At the time of this report, the patient was recovered from the event, pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.